Manufacturer narrative:
The device has been received by depuy synthes power tools, the investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the united states stating that the device experienced a "cut in the hose." The device was not being used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.